Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Inadequate capture was noted on the right ventricular lead. Lead revision was scheduled. The patient was hospitalized on (B)(6) 2019 and the lead was capped and replaced on (B)(6) 2019. The patient was stable post procedure.